Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 cgm displayed inaccurate values on three different occasions. No medical intervention was required.